Event description:
A customer reported an issue with the t: slim x2 pump battery that would not charge, and the problem had been recurring intermittently for several months. There was no adverse impact to the customer's blood glucose level. The customer initially tried leaving the pump plugged into a working outlet with the standard charging equipment without success. However, using a different, non-tandem wall adapter resolved the issue. Technical support advised the customer that using third-party charging supplies is not recommended unless instructed for troubleshooting. A replacement tandem wall adapter was sent to the customer via two-day shipping.